Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent, fever and hypoglycemia. The cause of peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection cefazolin (discontinued) and injection ceftazidime (discontinued) for fungal peritonitis. At the time of this report, the patient remains hospitalized and was recovered from peritonitis on an unknown date. On an unreported date, peritoneal dialysis was put on hold, the pd catheter was removed and the patient switched to hemodialysis (hd). Same hd is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.